Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported breast implant illness, pain kidney issues, allergy and infection.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side of "having all kinds of health problems," and "hard knots in my arms and a lot of itching and different things and hurting." This record will be for the left side. Patient later reported rupture and concern with the product. Device remains implanted.